Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas integra 400 plus analyzer compared to the results on (B)(6) 2024obtained from a cobas c501 analyzer. Sample 1 initial sodium result was 142 mmol/l and the repeat result was 134 mmol/l. Sample 2 initial potassium result was 6.02 mmol/l and the repeat result was 5.50 mmol/l sample 3 initial sodium result was 143 mmol/l and the repeat result was 132 mmol/l.

Manufacturer narrative:
Medwatch field b3 date of event was updated. The field service engineer performed preventive maintenance and replaced the sodium electrode and the ise tubing system. After the corrective maintenance, a new validation was performed and the results were comparable. The investigation determined the service actions resolved the issue.